Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the manufacturing representative (rep) called while in the or with a report of high impedances. They tried three times removing, wiping, and reinserting the lead in the header block. All contacts showed high values, >4000 ohms. Technical services (ts) asked the rep to have the surgeon test to see if lead was secure in header block which it wasn't. They evaluated the set screw and were able to reconnect and tighten down, again verifying that lead would hold. They retested impedances and saw some resolved but contacts 0 and 1 were still showing >4000 ohms. Ts had the rep test 0 and 1 contacts to see if they were able to see bellows and toes and at what level. Rep reported that they were able to see toes at around 0.6-0.7 ma on all programs tried. The patient even reported feeling stimulation. Discussed option to use the ins and close or open new ins. Hcp decided on opening a new ins. Rep ran to car to get the 2nd ins. Additional information was received from the manufacturer representative (rep). It was reported that the cause of the high impedance was undetermined. When asked the most likely cause the rep provided the answer that it was determined after several different methods of testing, isolating both the lead and the ins intra-op, that there was a possible defect of the ins. The issue was not yet resolved. It was also reported that the in the sent notes it states that "patient even reported feeling stimulation" but that's not true. Patient was under general anesthesia and would not possibly have been able to provide any input. The rest of the history is correct. Additional information was received from the rep. They reported the device serial number that they sent was actually the s/n of the device that was ultimately implanted and registered to the patient. The faulty battery that presented the issue and was returned to the lab has s/n (B)(6). The lead that was first replaced on the date in physician request before we jumped to opening a new battery has model/lot number (B)(4). This was also sent along in the same package as the ins. The return paperwork indicated the reason for return was defect found during procedure (high impedance).

Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6)) revealed that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Continuation of d10: product ID 978b128 lot# va2gk2h, implanted: (B)(6) 2021, explanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.